Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the date of the reported incident was (B)(4) 2011. The data from the time of the reported incident is unavailable for review due to continued pump use. A review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012, indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter claimed that he took insulin via the animas pump based on an alleged inaccurate high reading of "535 mg/dl" and subsequently suffered hypoglycemia. Approximately 30 minutes after he took 20.65 units of insulin based on the elevated reading, he tested at 126 mg/dl. At that time, the reporter felt the initial reading must have been inaccurately high and tried to compensate for the extra insulin he took. From 12:02 am to 1:15 am, the patient tried to prevent a hypoglycemic episode with food and drink but his blood glucose went from 109 mg/dl to 60 mg/dl. Reportedly, he had "hypoglycemic" symptoms at the time of concern. The patient continued to administer self treatment with more food/drink from 1:58 am to 6:32 am until his blood glucose reading gradually elevated to 120 mg/dl. During troubleshooting, the animas representative reviewed the pump history and went over some of the factors that may have contributed to the alleged hypoglycemia. There was no evidence that the animas pump malfunctioned at the time of concern. This complaint is being reported because the patient allegedly had a hypoglycemic episode after she took insulin via the pump based on a possible inaccurate high blood glucose reading.